Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, the device was not returned to abbott for analysis. It was reported that the stent fell off prior to use. However, without the device to examine, no determination can be made as to the root cause of the reported discrepancy.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent fell off prior to use. No add'l event or pt info is available.